Manufacturer narrative:
The customer¿s report of a rate change incident was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event log shows 2 pump modules s/n (B)(4) were connected to the pcu during the date of the reported issue (B)(6) 2019, only pump module 14146006 was in use. The infusion ran between (B)(6) 2019 10:22. Analysis of the pcu event log identified changes to the infusion rate both pre and post the completion of the vtbi however these changes were accompanied by key presses made by the user. The rate did automatically change from the set rate (24.0ml/h) following the completion of the vtbi when the infusion rate changed to the kvo rate (20.0ml/h) as per the data set configuration which ran for 4 minutes and 11 seconds before the pump alarmed for downstream occlusion. A performance verification procedure (pvp) was completed on the pcu and pump modules and all results were within specification. The root cause of the customer¿s report was not identified.

Event description:
The reported feedback suggests rate change incident. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests rate change incident. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.